Event description:
The customer reported that after processing 600mls during an automated peripheral bloodstem cell (autopbsc) procedure, she saw red cells go up the collect line and then divert backthrough the return pressure sensor and back to the patient. The customer declined to provide the patient information. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Investigation: the customer is performing lab tests on the patient's blood and urine. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Root cause: this disposable set was unavailable for specific root cause analysis. Possible causes include but are not limited to: defective disposable parts in set. Rbc spillover. Excessive solvent in set. Inaccurately entered donor criteria such as % hct.